Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the erbe to resolve the issue. The system was tested and is ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the erbe generator showed error c-34 and after procedure c-00. The intuitive surgical, inc. (Isi) technical support engineer (tse) stated that if the error kept showing, the only solution was to change the erbe generator. The customer connected to a covidien ft10 generator to the vision side cart (vsc) to continue procedure without impact. The procedure was completed with a third-party generator with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: the system functionality was checked upon powering on the system. The system initially powered on without errors. Surgeries were performed before this one, and the procedure was using a erbe generator like an hour before it failed. The procedure was completed robotically with third party esu generator (covidien ft10 connected to vision side cart). No external foot pedals were required. There was no reported injury to the patient. Isi technical support was contacted after completing the procedure robotically because the surgeons did the surgery without issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported complaint. On startup, the unit displayed c-54.

Event description:
Refer to h10/h11 for follow-up information.